Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00178 on 13-aug-2024. Additional information (20-aug-2024): a siemens customer service engineer performed services, which included replacing the reagent probe 1 and pressure sensor and verifying the performance of the atellica im 1300 analyzer. Siemens reviewed the system files, identified no evidence of a hardware issue, and concluded that the potential cause of a falsely elevated high-sensitivity troponin I result is unknown. The analyzer is operating as specified, and no further action is required.

Manufacturer narrative:
The customer contacted siemens and reported that a falsely elevated high-sensitivity troponin I result for one patient was obtained on the atellica im 1300 analyzer with serial number (B)(6). The result was reported and questioned by the physician(s). The customer used the same sample and analyzer to perform repeat testing, noted that the repeat result was lower, correct, within the patient's clinical picture, and issued a corrected report. The customer stated that there were reagent probe1 issues at the time of the occurrence and that the calibration and qc (quality control) results were acceptable at the time of the event. Siemens dispatched a cse (customer service engineer) to the customer site and is investigating the event.

Event description:
The customer contacted siemens and reported that a falsely elevated high-sensitivity troponin I result for one patient was obtained on the atellica im 1300 analyzer with serial number (B)(6). The result was reported and questioned by the physician(s). The customer used the same sample and analyzer to perform repeat testing, noted that the repeat result was lower, correct, within the patient's clinical picture, and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.